Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000130846.

Event description:
It was reported that during an scs implant on (B)(6) 2022 the patient experienced a cerebrospinal fluid (csf) leakage. Post op the patient reported a uncontrollable headache. The physician noticed nystagmus. Reportedly, the headache was resolved. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that everything is resolved. No intervention was taken to address the headache.